Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient underwent unrelated procedure and not placed the cervical ipg in surgery mode and later were unable to reconnect with controller. Ipg was deemed inoperable and surgical intervention may be pending to address the issue at a later time.

Manufacturer narrative:
B3-date of event is estimated.